Manufacturer narrative:
D10 - concomitants: (B)(6) - 00-30-14 - equinoxe preserve stem 14mm. (B)(6) - 320-08-42 - glenosphere exp 42mm +4mm offset. (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 320-15-04 - rs glenoid plate r post aug, 8 deg, right. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) - 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm. (B)(6) - 320-42-13 - 145-deg pe 42mm const hum liner +2.5. (B)(6) - 321-20-00 - equinoxe reverse shoulder drill kit. The revision reported was likely the result of loosening of the glenoid baseplate, and scapular notching leading to prosthesis wear of the humeral liner. Potential contributions of user or patient-related considerations to the event could not be assessed, and the sequence of events and root cause cannot be determined because the revised components were not returned for evaluation and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient, had an initial right shoulder implanted and then underwent a revision procedure, approximately 1 year 8 months post the initial procedure. The report indicated the glenoid was loose and infection was suspected. The patient was revised to a 300-10-15 equinoxe replicator plate 1.5mm o/s, 300-20-02 equinoxe square torque define screw, and 310-03-53 equinoxe humeral head expanded 53mm. There were no device breakages or surgical delays during the procedure. No x rays or patient history was able to be obtained. The patient was last known to be in stable condition following the event. No devices are returning for analysis due to the hospital policy. Device images were provided. No further information.